Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No visible damage was found. A functional test was performed. The device passed the self-test. A terumo 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. A terumo 20ml syringe was inserted and filled with 20ml. The infusion was started with a rate of 1ml/h. During the infusion, a bolus was given five times. The syringe was empty at 3:00 pm. No other abnormalities were found in the history. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +2,35%. The device was disassembled and the inside was investigated. No visible damage was found inside the device. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion." Customer information: "nurse top-up a new syringe with prescribed drug and loaded into the same syringe pump with the tubing connected to patient. Nurse realized the medication was fully infused to the patient when she wanted to start the pump. Fentanyl IV continuous 10mcg/hr, 200mcg in final volume sodium chloride 0.9% 20ml (run at 1ml/hr). Consumable used: terumo syringe 20cc. Nurse discarded the wrapper so not able to tell the batch number. Drug used: fentanyl ampoules (100mcg/2ml), no information of batch and product code. Patient became drowsy and developed breathlessness. Patient required IV naloxone for reversal."